Event description:
It was reported that the patient presented to the clinic remotely via data transmission. Upon review, it was noted that the right atrial (ra) lead exhibited out-of-range impedance (>3000 ohms) and has trended this way for over a year. The ra amplitude is 4.0v at 0.4 ms. The patient is stable, and clinic will continue to monitor monthly. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).